Event description:
It was reported the patient experienced blurring vision, trouble focusing, and stuffy nose after using a hearing aide. The patient was fit with the hearing aide through his audiologist. The onset of the symptoms was immediately after turning the hearing aide on. It took about 10 minutes for the symptoms to go away after they were removed. The patient was seen in the clinic. The decision was made to not use the hearing aides as it was unknown if there was some interaction between the hearing aide and the dbs device. Additional information has been requested. See MFR report # 3004209178200900704.

Manufacturer narrative:
Used for symptoms of "stuffy nose" and trouble focusing.